Event description:
The pt experienced fever and somnolence. The health care provider wanted to lower the dose of prialt to 2.5 mcg/day for 24 hours; the dose reduction was to diagnose a possible reaction to prialt. The event was not attributed to the device; the event was reported as being a reaction to prialt. The device was explanted. The pt outcome was reported as no injury.

Manufacturer narrative:
Somnolence.